Event description:
It was reported that the output connectors are broken. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the lead from a cable was broken off in the atrial output connector. It was also noted that the lower case, both bail covers and ring cover were broken, the battery release and battery drawer were contaminated, the lead flex cover was corroded, the battery contacts were compressed, the ring was bent, the keyboard window was scratched and the display was bleeding.